Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information: symptoms resolved approximately 3 months after onset.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ¿red papule¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events: ¿the most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. ¿one device/procedure-related ae was observed after repeat treatment. The subject experienced redness around the mouth, swelling, and lower sensibility requiring treatment with corticoid ointment; the ae symptoms resolved in 51 days. Instructions for use: ¿the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration. ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported two months after injection in the marionette lines and the perioral, with 1 syringe of juvéderm vollure¿ xc, the patient is experiencing a ¿red papule¿ on the left side of the mouth. A month later the patient experienced the same ¿papule¿ on the right side of the mouth. The patient was provided hylenex two days after symptoms began, and received multiple treatments. The patient had restylane in the past, and takes vitamins. The symptoms are ongoing.